Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H11: corrected data: corrected section h6 (results code)

Manufacturer narrative:
A picture of the explanted valve was provided which showed moderate host tissue overgrowth on all three leaflets and stent circumference. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification and stenosis in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the magna ease bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm 3300tfx aortic pericardial valve was explanted after an implant duration of approximately eight (8) years and 11 months due to calcification leading to severe stenosis. As reported, this patient opted for tissue valve as was young at time of implant. A mechanical valve was implanted as replacement. The patient expired after the redo surgery. As reported, the death was not attributable to the edwards valve.